Event description:
The night of (B)(6) 2012, the patient started having severe back and belly pain. Per the reporter, there were no known events that may have caused the symptoms. The patient was getting some relief of spasticity symptoms. The pump managing hcp was out of town. The pump contained baclofen. It was later reported the patient experienced problems with the baclofen pump; the problems were not specified by the reporter. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the health care provider later reported that the patient had experienced increased tone secondary to increased activity. The patient needed an increase in lioresal. There was no reported patient injury.

Manufacturer narrative:
(B)(4).